Event description:
It was reported that a patient presented remotely via merlin. Net, the right ventricle (rv) exhibited noise over sensing resulted in pacing inhibition. The right atrial (ra) lead had an unknown malfunction. Both the ra and rv leads were capped and replaced on (B)(6) 2025. The patient was recovering post procedure.